Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with hemolysis that did not resolve and as a result the hospital made a decision to exchange the lvad due to suspected thrombus. No additional info was provided to the manufacturer.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.